Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional from a clinical study via a representative reported the relatedness was changed to 'surgery related'. The cause of the tilting of the neurostimulator was indicated to be unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the event type was updated to adverse event and the clinical diagnosis was updated to a tilted implantable neurostimulator (ins). It was also noted that the patient's skin was more white where the device was pushing against the skin when the patient sits down.

Manufacturer narrative:
The date of event is exact. Information references the main component of the system and other applicable components are: product ID: 3389-28, lot# 0206959174, implanted: (B)(6) 2013, product type: lead. Product ID: 3389-28, lot# 0207035011, implanted: (B)(6) 2013, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension.

Event description:
Information received from a healthcare professional from a clinical study reported via a representative that the patient had a tilted neurostimulator. The skin was whiter where the device was pushing against the skin when the patient sat down. The event was reported to be related to the neurostimulator. Diagnostic methods included an abnormal examination performed on (B)(6) 2014 where the skin was whiter where the device was pushing against the skin when the patient sat down. Actions taken involved repositioning the device on (B)(6) 2014. The outcome was resolved without sequelae the same day of repositioning and the patient status was alive-no injury. The patient's medical history included the patient being diagnosed with epilepsy (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the previously reported issues were also related to the surgery.